Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop in melsungen, germany. The history files were read out and analyzed. On the (B)(6) 2020 a space line was inserted and the infusion with a rate of 11,73ml/h started. After an upstream alarm the infusion was continued at 16:31 pm. Seconds later a new vtbi (99,4ml) was set. At 21:25 pm a new dose rate (1,3 mg/kg/hour) was set, which results a rate of 2,97ml/h. About 50 minutes later, a new dose rate was set (1,3mg/kg/hour). Which relates in a new rate of 8,97ml/h. At 23:47 pm a new vtbi (100ml) was set. At 08:45 am the next morning a new dose rate was manually set with 2,749 mg/kg/hour, which results to a 18,97ml/h. The infusion was stopped at 09:26 pm. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No soiling or damages of the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -1,25 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the previous investigation only the upper housing part was removed and the inside of the device was investigated. No damages or residues of liquid could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "deviating volume." Customer information: the 5th october in the evening a change was observed from 1.3 mg / mg / h to 0.43 mg / kg / h without anyone having changed manually on the pump.